Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and a signal loss occurred. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool&#59411;smarttouch uni-directional navigation catheter and a signal loss occurred. When the catheter was connected, all electrocardiograms (ECG) disappeared from the recording system and carto 3 system. The cables were exchanged and the patient interface unit was restarted but there still were no ecgs. The catheter was replaced and the issue resolved. There was no patient consequence. Upon request additional information was received on the event. For a moment, the signals were jumping and then they disappeared. The signal loss was also observed on all body surface and intracardiac ecgs. It is unknown if there was any ECG signal available for the physician to monitor the patient's heart rhythm, therefore this event is MDR reportable. Lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to patient injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/21/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).